Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported via phone, the insulin pump has a blank display. Customer stated the device would start counting and up and then it would shut off, he changed the battery twice ended with the same result. Customer does not know blood glucose level. Troubleshooting was performed. Customer was advised to insert a new battery which resulted with a blank display. No damage was noted on the battery cap, battery compartment, or contacts. Customer was advised to clean the battery compartment, battery cap, and contact, reinsert a new battery and it resulted with a blank display. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.